Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was involved: tgu343420j/ 17907189 UDI# (B)(4). According to the e gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an acute type b dissection using a gore® tag® conformable thoracic endoprosthesis and a gore® tag® conformable thoracic stent graft with active control system. The gore® tag® conformable thoracic stent graft with active control system (tgmr313120j) was implanted successfully. Then, during the advancing of the gore® tag® conformable thoracic endoprosthesis (tgu343420j), the patient blood pressure was decreased to 50mmhg. The angiography imaging identified a retrograde type a dissection. The tgu343420j was implanted from zone 2. As the patient condition was not improved, this procedure was changed to the open surgery. The transesophageal echo showed the retrograde type a dissection extended to the aortic root, but the entry site couldn¿t be confirmed exactly. A total arch replacement (tar) and a valvuloplasty were performed and the distal end of a graft which was used for the tar was sutured the proximal of the ctag. The patient tolerated the procedure. The physician stated it was possible that the patient hemodynamics might have been changed due to the obstruction of the entry site of the type b dissection by the tgmr313120j. However, it was unknown for the root cause for type a dissection so far.